Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the doctor's approved final plan. Additionally, all production processes were found to have been properly followed. The trajectory deviation may have occurred during free-handing procedures, or may have been caused by complex clinical aspects outside the scope of this investigation.

Event description:
After using the guide to place implant #19, the implant was ~0.5 mm from the root of tooth #20 . The doctor removed the implant and grafted the site.